Event description:
The customer observed a falsely elevated architect stat troponin-I result for a 50-year-old female patient. The following data was provided (customer¿s normal reference range is <0.026 ng/ml): sample ID: (B)(6). Initial result, on 28aug, was 6.966, repeat was <0.006 ng/ml. The patient was redrawn on 29aug, and the result generated on a different analyzer was <0.006 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated architect stat troponin-I results on the architect i1000sr, serial number (B)(6). Through an extensive investigation, the fsr found the manifold valve kit (rohs), part number 7-77612-03, leaking, and the assy, trigger_ pre-trigger heater, complete (rohs), part number 7-200599-02, worn, and replaced them, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for a 50-year-old female patient. The following data was provided (customer¿s normal reference range is <0.026 ng/ml): sample ID (B)(6) initial result, on 28aug, was 6.966, repeat was <0.006 ng/ml. The patient was redrawn on 29aug, and the result generated on a different analyzer was <0.006 ng/ml. There was no impact to patient management reported.